Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the green led was not lighting up. The pump was programmed for 150 ml/hr for a volume of 30ml for flow rate/volume testing. The testing results rated high.this was not used on a patient.